Event description:
It was reported that stent dislodgement occurred. The target lesions were located in the left main (lm) artery and left circumflex (lcx) artery. The physician attempted to advance the first synergy stent to treat the lcx but the device could not cross the lm due to the tortuosity and heavy calcification and the physician decided to deploy the first stent in the lm. A 3.50 x 28mm synergy ii drug eluting stent was advanced to treat the distal lcx but it got caught on the first stent and the stent came off the balloon. An attempt was made to snare the dislodged stent but it was unsuccessful. The physician then advanced a small balloon through the undeployed stent and the stent was expanded where it was stuck. The procedure was successful. No patient complications were reported and the patient was not harmed.